Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a rebel stent delivery system (sds). The stent and balloon were microscopically examined the balloon was tightly folded. The majority of stent struts throughout that were stretched and bent. The stent was stretched over the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. During unpacking of a 32mmx3.00mm rebel stent, it was noted that the stent was partially off of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. During unpacking of a 32mmx3.00mm rebel stent, it was noted that the stent was partially off of the balloon. The procedure was completed with another of the same device. No patient complications were reported.